Event description:
Hip revision surgery was planned for this pt. The surgeon had informed us prior to surgery that there was a trident cup and accolade in situ and the plan was to re-position the cup and possibly change the head on the stem. There was no access to previous x-rays or notes prior to surgery. It was reported that during the surgery, it was observed that it was in fact a smith and nephew stem and head in situ and with no access to replacement s+n heads, it was decided to place a stryker c-taper head on the s+n stem.

Manufacturer narrative:
Additional info received from the territory manager indicated that the pt had no implant records. The original stem was left in-situ. The original cup was removed but the identity or the cup could not be determined. If additional info is provided, the eval results will be submitted in a supplemental report.